Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patient was doing some over-head work when the shock occurred. During testing, the noise could be reproduced by rotating the left arm. Technical services discussed the findings. There were no additional adverse patient effects. The system remains implanted.